Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device not working was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of a low power was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air oscillator device had an insufficient/low power and a component damage. It was further determined that the bearing and seal were worn, and the device had cosmetic damage worn housing. It was further determined that the device failed pretest for general condition check saw blade quick coupling and check oscillating frequency with frequency meter. It was noted in the service order that the device did not work. It was reported that there were no delays to the surgical procedure and the procedure was completed as intended. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.